Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to try different charging accessories and to allow the battery to fully deplete before returning it. A replacement pump was sent to the customer, and instructions were provided for its use. The customer acknowledged understanding these instructions.